Event description:
Noticed a package of 18" x 36" lap sponges on cart with holes at corners of inner wrap with outer wrap intact. Opened to verify and outer wrap tore, couldn't open sterile, inner wrap fell apart in my hands.